Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® push button blood collection set the non-patient sleeve was already pierced by the non-patient end cannula on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-aug-2025. Investigation summary: bd received 1 sample and 1 photo for investigation. The customer photo shows a device with a sleeve that appears to be defective. The customer sample was visually inspected. The customer sample passed testing as the np cannula was properly covered with no piercing in the sleeve. Additionally, the customer sample and 30 retention samples were tested for sleeve function testing. All samples tested passed as there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during use. Furthermore, 30 retain samples were subjected to further functional testing for retraction lockout. The samples passed testing as they were able to be retracted properly with no evidence of sleeve defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve function(side piercing) based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® push button blood collection set the non-patient sleeve was already pierced by the non patient end cannula on one device. No adverse impact was reported regarding the patient or user.